Event description:
It was reported that the patient presented to the emergency room after inappropriate shock was delivered by the right ventricular lead. The lead exhibited over-sensed noise and failure to capture. The patient was scheduled for replacement and the lead was explanted. The patient was discharged.